Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 400 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.